Manufacturer narrative:
The patient was treated with medication and thrombus aspiration. The patient recovered with sequelae. The patient was not on dapt. Investigator assessed that the event was causally related to index device and antiplatelets medication. Safety assessed the event as not related to antiplatelets medication, but causally related to device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the cec adjudicated late stent thrombosis of the lad arc definite. The investigator assessed the event as possibly related to the index device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx stent was implanted into the lad. It was reported stent thrombosis was observed. The investigator assessed the event as probably related to the index device and anti-platelet medication.